Event description:
Pt's mother reports a pump malfunction. Pump got wet. The dry suit leaked and she said you can see moisture in the display. Displacement pump will be sent and a return box for the pump. No injury occurred with malfunction. No other info known. Dose or amount: 50ng/kg/min, frequency: 42ml/24hr, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.